Event description:
Baxter affiliate reports one incident of a fiber leak (blood) with a reused (8 times) ca-hp 210 dialyzer at the onset of treatment. The leak was noted by a blood leak alarm and visual inspection. Estimated blood loss was 50cc. Treatment was restarted with new disposables and completed without further incident. There was no pt injury or medical intervention associated with this incident.